Manufacturer narrative:
Device mfg date now provided. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The rep confirmed that there was no issue with the navigation system. Probable cause is that the support arm was shifted during attachment.

Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. Device manufacturing date is unavailable. Return requested. Part not replaced. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure for intracranial tumor resection, tracer registration was completed and was checked. There was no issue with registration. After the registration was moved to in the aseptic field, the images were shifted. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. It was thought that the support arm was shifted during attachment. There was no impact on patient outcome.